Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number(B)(4) event occurred in japan. It was reported that the patient faced an infusion set bent cannula event on (B)(6) 2026 when the cannulas bent due to playing on the slide. The patient's blood glucose level was high. The patient replaced infusion sets and resumed insulin successfully. No further information available.